Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "powerfail circuit errors, supercap charge circuit errors" was not reproduced. The device was powered on successfully. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. Full calibration and complete release testing will be performed prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a power failure during an unspecified process step. This issue was described as ¿powerfail circuit errors¿ and ¿supercap charge circuit errors¿. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.